Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16096. It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The report of ineffective therapy was not confirmed. Analysis of the returned lead b found it had no physical anomalies, it passed output resistance and inter-channel continuity testing and there were no physical anomalies that would have existed prior to explant that would have contributed to the alleged complaint.